Event description:
The customer reported that when the vent cap above the drip chamber was opened to allow the final volume of chemotherapy to drip in by gravity, the entire vent piece came off instead of just the vent cover opening on a hinge. A small amount of chemotherapy dripped from the open vent hole. No harm was reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.